Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from an unspecified location. The leak was discovered during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.